Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to b3, b5, h3, h4, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive materials on the light guide cover glass. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the dark image: component failure of the light guide fiber from pulling of the cable which results in the fracture of the light guide fiber in the cable. In addition, it is likely the following led to the adhesive material on the light guide cover glass: failure of the light guide cover glass and not perfectly removing debris during the cleaning process. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received by the customer indicated that the reported issue was found during preparation for use for an unspecified therapeutic procedure.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had a dark image. And a bent light guide. There were no reports of patient harm.